Event description:
To remedy a weight problem, a patient underwent implant of the swedish adjustable gastric band (sagb) in 2003. The patient alleged that the sagb failed resulting in three additional surgical procedures to address the failure. The first surgical procedure took place during 2006 for the removal of an abdominal abcess around the sagb injection port. The second surgical procedure took place in 2007 to repair multiple holes in the patient's stomach and to repair a high quality obstruction in the upper gastro-intestinal (gi) tract. During this procedure, a gastric erosion was discovered and the sagb was also explanted. The third surgical procedure took place two months later, to close and suture incisions left open for extensive wound healing treatment following the second procedure. The patient has fully recovered.

Manufacturer narrative:
.